Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that in one of the infusion sets, the tube of the cannula side part, which was inserted under the skin came off. No further information available.